Event description:
It was reported that after a successful carotid stenting procedure, the patient showed symptoms of a stroke and the left side of the patient's face drooped. The condition was not preexisting, there was no action/treatment, and the patient's outcome was resolved. There were no device performance issues. No additional information was available.